Manufacturer narrative:
At this time, no further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
It was reported that the non boston scientific left ventricular lead of this device system, exhibited unstable and high out of range pacing impedance measurements, reportedly over the last several months. During the recent in-office interrogation, troubleshooting continued to show variable measurements; however, lead thresholds and sensing values were confirmed stable. Technical services was contacted for an explanation regarding the leads behavior and recommendations were provided for the next in office visit. No resulting adverse patient effects were reported and the field representative has communicated with the physician to confirm testing will be completed when the patient is next seen.